Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported the binaxnow covid-19 antigen self test solution reagent coming into contact with her left eye on (B)(6) 2022. The consumer reported redness and stinging in her eye after exposure. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service provided safety data sheet to the customer and no further action is required. According to package insert in195150 v. 3.0. Precautions the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.